Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "on (B)(6) 2025, the anesthesia machine's ventilation alarm occurred during the operation. The patient was unable to undergo mechanical ventilation. After investigation, it was found that there was a rupture and leakage in the straight head filter. Change the new one."

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "(B)(6) 2025, the anesthesia machine's ventilation alarm occurred during the operation. The patient was unable to undergo mechanical ventilation. After investigation, it was found that there was a rupture and leakage in the straight head filter. Change the new one."